Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector disconnected. It was further reported the one-link "popped off" from the patient's cvp central venous pressure) line connected to a non-baxter t-connector. There was no patient injury or medical intervention associated with this event. No additional information is available.